Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. The IFU explains that events such as pump off, pump flow below 2.5 lpm and driveline disconnects would result in a red heart alarm. It also provides information about recommended actions associated with the alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 32 days. It was reported that the pump would not be returned to the manufacturer for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired at home due to an unknown cause. It was reported that a red heart alarm was heard by the vad coordinator while speaking with the patient's spouse over the phone, however, no further information was provided.